Event description:
On the 3rd needle pass, the needle broke and lodged in the lesion. A 3cm approx section of the needle was retrieved from the patient's pancreas with a rat tooth forceps. The doctor commented that he did at one point lose sight of the lesion on the ultrasound image. He is a very experienced user. The patient was hospitalized overnight for observation. According to the initial reporter, the patient did not experience any further adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-19 (echo) devices of lot# c957765 in stock at the time of the complaint investigation. The echo device involved in this complaint was returned for eval. One echo-19 (echo) device lot# c957765 was returned. The device was returned in its original packaging and opened. The device was returned with the sheath extender set at 3. A kink in the sheath was noted at the tip of the device. The sheath separated during the lab eval. This piece of sheath measured 4.7cm. The needle tip was not returned with the device. A second severe kink was visible below the sheath extender. The sheath extender was repositioned to 5 and the kink was noted at 2.4cm below the sheath extender. The handle of the device was dismantled and it was confirmed that the needle breakage occurred at this point. The root cause of the breakage at the distal end of the needle could be attributed to the needle slipping off the elevator and the movement of the elevator could have severed the needle. The root cause of the breakage at the proximal end could be attributed to kinking. This kinking most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled, it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure, it is possible this kink would result in a breakage. A 3cm approx section of the needle was retrieved from the pt's pancreas with a rat tooth forceps. The pt was hospitalised overnight for observation. According to the initial reporter, the pt did not experience any further adverse effects due to this occurrence. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the mfg records did not reveal a discrepancy which could have contributed to the complaint issue. The notes section of the instructions for use ifu0101-0 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The relevant personnel have been made aware of this complaint issue. Complaints of this nature will continued to be monitored for potential emerging trends.